Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: two photos were received by our quality team for evaluation. From the photos, the team was unable to determine the volumetric accuracy functional failure. A device history record review found no non-conformances associated with this issue during production of this batch. As no sample was received, the team is unable to determine the root cause. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the syringe 3ml ll showed the "1 ml" of withdrawn pitocin as "1.2 mls". The following information was provided by the initial reporter: "IV pitocin 1ampoule is 1ml. But syringe shows 1.2mls when customer draws out the medication. Customer had already remove air bubbles from the syringe and had prime the medication untill the tip of syringe. But medication in syringe still shows 1.2mls. Which means there's 0.2mls extra."